Manufacturer narrative:
(B)(4). This event occurred in (B)(4).

Event description:
The customer received a questionable high ca2 calcium gen.2 result for one patient sample. The initial result was 4.57 mmol/l and the repeat result on another analyzer was 2.76 mmol/l. The sample was repeated again on the original cobas c702 and the result agreed with the repeat result. No specific data was provided. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 302675 with an expiration date of 28-feb-2019. A general reagent issue could be ruled out as the calibration and qc data was acceptable. The investigation was unable to find a definitive root cause.